Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The reservoir was microscopically inspected, and leak tested. The component presented wear at fold in its shell; however, no leaks were noted. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited bulking folds in its proximal and, along with wear at fold in the middle of its body. The second cylinder presented wear at fold in its middle and proximal end. No leaks were identified in either of the cylinders. The pump was microscopically inspected, leak and functionally tested. Microscopic evaluation revealed that the kink resistant tubing (krt) was worn to the filament, but no leaks were noted in the component. In addition, the pump did not pass activation test during functional examination. Based on the information available and analysis results, the pump not passing the functional inspection could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) exhibited a total loss of fluid; therefore, a surgical procedure was performed to remove and replace all the components. There were no patient complications.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) exhibited a total loss of fluid; therefore, a surgical procedure was performed to remove and replace all the components. There were no patient complications.